Event description:
Voluntary medwatch receives states that the right ventricular (rv) lead exhibited high capture threshold that led to loss of capture. No intervention status was provided. No patient consequences was reported.